Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault. The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D4 - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). High vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.